Event description:
The lay user/patient's daughter contacted lifescan (lfs) on june 25, 2007 and alleged that the patient's one touch ultra meter had segments missing on the display. The medical affairs specialist (mas) called and spoke with the patient on june 29, 2007 and obtained further information. The patient alleged she was unable to read the display for three days prior to calling lfs due to the segments missing on the display. The patient takes humalin r 10 units 3 times/day and lantus 44 units/night in addition to sliding scale insulin. The patient reported that since she did not know what her blood glucose was, she only stuck to her set amount of insulin, "although there may have been a time when extra insulin was needed". She further reported that within the same month, around 3:30 am, she woke up feeling jittery, disoriented, and was shaking. She usually experiences these symptoms when her blood glucose level is low. She attempted to test on the subject meter, but could not read the result well due to the missing segments. Based on her symptoms, she drank juice and ate "sweet crackers" and felt better. Around 8:30 am, she called her doctor regarding the meter and symptoms and was asked to come in. At the doctor's office, her blood glucose level was 61 mg/dl. The patient informed the mas that she was not given any treatment at the doctor's office (only her blood glucose was tested). At the time of troubleshooting, it was verified that this was not a new product. Mas also verified that there was no meter trauma. This complaint is reported because the patient alleged she was unable to read the display and later became hypoglycemic. The alleged missing segments issue was not resolved with troubleshooting. A replacement meter, control solution, and test strips were sent to the lay user/patient.